Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, during a tube replacement due to maintenance, the endoscopist visualized the peg plate was buried in the stomach wall. They tried unsuccessfully to dig it out, so they replaced the pei tube but not the peg.

Manufacturer narrative:
Reference record #(B)(4).

Event description:
On dec 27 2022, the patient underwent surgery to remove the peg probe and a new tube was placed with a new stoma. The patient was discharged 48 hours later. A week after the intervention, the patient had an infection of the surgical wound that was healing by secondary intention since the stitches had to be removed. They are healing from the map every 48h and there were no signs of infection anymore. The triangle of the peg probe was changed since it was sewn to the skin and had suture perforations.